Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 17april2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the instrument broke during use; all broken parts were retrieved. There was no delay to surgery time. Another device was used to complete surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (synframe connecting rod, part number 387.345, lot number 8331030). The investigation has shown that the screw that secures the lid to the connecting bar is jammed and not broken as previously mentioned in the complaint description. There are signs of use visible on the instrument. The screw could not be disassembled; therefore, the dimensions of the instrument could not be measured. The review of the production history revealed that this instrument was manufactured in april 2013 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. This screw is made from hardened, tempered stainless steel, surface treated with a special thin dense chromium coating (duralloy). In addition, it is confirmed that these instruments are function checked per 100% before they leave the manufacturing facility. Although the exact root cause cannot be determined, this complaint condition is likely a result of method of use (high applied torque while tightening, inserting the screw in an oblique way); the complaint is determined not to be a result of a detected manufacturer or design deficiency. Subject device condition of sticks/ jammed/stuck. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional clarification was received on december 22, 2015 reporting that the instrument is not broken but jammed/stuck. The screw that secures the lid to the connecting bar is stuck and cannot be loosened.